Event description:
Aches and pains, breast hardness, painful breasts, swelling of hands and feet, swelling of joints, fatigue, shortness of breath, high blood pressure and headaches. Event date: 9/6/77.